Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4) clinical trial. Same case as: 2134265-2010-01766. It was reported that during a carotid procedure, the patient experienced hypotension. The 76% stenosed target lesion located in the left proximal internal carotid was 25.0mm long with a reference vessel diameter of 5.0mm. The lesion was treated with a filterwire and the placement of a carotid wallstent. Post-dilation was performed. Residual stenosis was 2%. During the procedure, it was noted the patient experienced hypotension. The patient was treated with intravenous (IV) medication and fluids. The event was considered resolved the same day. The patient was discharged 1 day later.